Event description:
Healthcare professional reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fluids. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to deflation device were observed.